Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer had removed his pump for a half hour while taking an MRI. The customer was unable to rewind the pump and received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and no products will be shipped to the customer as the pump was out of warranty.

Manufacturer narrative:
The insulin pump failed displacement test with and motor error alarm noted during rewind due to motor encoder out of phase. We were unable to confirm motor position encoder error alarm due to overwritten with displayable history crc check failed on startup alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. We were unable to complete functional test due to motor error alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and broken belt clip slot.